Event description:
Information was received from a consumer and company representative regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was non-failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 the patient reported that numerous times withdrawal occurred. Per the patient, ¿sometimes it occurred when the healthcare professional did not put enough drug in the pump reservoir¿. The first time was in (B)(6) 2004 and it occurred 5-6 times after that. Per the patient, in 2008 the pump was dying so the pump was replaced on (B)(6) 2008; it only lasted 4 years. On (B)(6) 2008, the pump was checked by a company representative at the clinic as the patient had increased baseline pain, felt jittery, and was having a metallic taste in her mouth since the last pump refill on (B)(6) 2008. At that time, the pump status report indicated no low battery alarm was occurring and the expected reservoir volume was 13 ml. Per the company representative at that time there had been no volume discrepancies or therapy related issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.